Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2020. H3 investigation summary: a suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain unknown. Please confirm which part of the device that broken during the surgery; was it the suture or the needle? Please clarify. Needle. Initial procedure date (B)(6) 2019. Lot number unknown. Name of procedure unknown. Device return status? Shipped back to company.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. During the procedure, the needle broke inside the patient. The small and large c arm x- ray was used to locate the broken needle. The needle was located and delayed surgery was completed. There were no patient consequences reported.